Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Data from this device was not received for analysis. This product was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.